Event description:
The pump was returned for investigation. Investigation revealed a display failure. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box download contained dates from (B)(4) 2013 with no evidence of events that support the initial complaint of the pump resetting to default. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The time and date was observed to have accurately set at start of the investigation. The pump rewind, load, and prime steps were performed with no alarms. The battery was removed for 6 hour and reinserted, the pump time and date was then observed to reset to the default settings. The pump was open to investigate and an internal battery malfunction was observed to have occurred. Unrelated to the initial complaint, the display screen was observed to be dim with a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).